Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. The patient's blood glucose (bg) was reported to be greater than 250 mg/dl but less than 500mg/dl with no reported signs or symptoms, which does not meet the animas criteria for an adverse event. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 08/05/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/12/2016 with the following findings: the pump's black box showed evidence of one unexplained pump reboot event on (B)(6) 2016. The battery cap was able to attach to the pump with no issues. The pump was exercised with returned battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated. The alleged issue could not be duplicated.